Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb would not allow the device to power on. The digital pcb was evaluated and it was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the digital pcb assembly, having corrupted software. This ic chip, designator u2 having corrupted software caused the device not to boot up and operate properly. A replacement was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device had all three icons (charge-pak, service wrench and attention) in the readiness display. The device would not power on. There was no patient use associated with the reported event.